Manufacturer narrative:
It was reported that the tidal volume was too low. The customer reported the oxygen inlet pressure and pipeline connection was normal. Per good faith effort (gfe) response, an authorized service provider (asp) cleaned the filter to resolve the reported issue. The asp cleaned the filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too low. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the tidal volume was too low. The customer reported the oxygen inlet pressure and pipeline connection was normal. The investigation is ongoing.